Event description:
Additional information received reported the patient fell on 2014 (B)(6). It was noted the patient broke their coccyx when they fell and they received a spinal block when they saw their healthcare professional (hcp) a week ago. The reporter stated that helped. Additional information received reported the patient received assistance from their hcp or manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on 2014 (B)(6).

Event description:
It was reported that the patient had a fall on (B)(6) 2014. She fell and hurt her back and spine. She recently went to her doctor for injections in the back for the pain. Her doctor did know about the fall. She had not experienced a change in stimulation when it was on but it was stated that at night when she turned stimulation off for the past 2 weeks she could feel stimulation in her vaginal area even after she had turned it off. She typically did not feel stimulation in her vaginal area. This was not something that she had always felt and it was stated that this might be connected to her fall on (B)(6) 2014. She would have a doctor's appointment on (B)(6) 2014, and she would ask to check the device components and the lead wire placement. It was reported that she also had an x-ray done following her fall but nothing was mentioned about her lead wire placement. It was later reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or medtronic representative. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 747120, serial# (B)(4)implanted: (B)(6) 2004, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).